Event description:
Information was received that reported a patient was hospitalized in 2006 due to diabetic ketoacidosis. The reporter staes that the patients blood glucose levels had been very labile, but could find no fault with the pump. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.